Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a planned treatment was being performed when the issue occurred and was completed by restarting the system with a delay of less than 20 minutes. The philips remote service engineer (rse) inspected system remotely and confirmed that the system gave an alert indicating the emergency stop was activated. The review of system log files showed emergency button active. Upon troubleshooting, the rse determined that the issue might have occurred due to user pressed the emergency stop button by mistake. To resolve the issue, the rse instructed the customer to restart the system, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation with no or minor delay. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure with no or minor delay. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the emergency stop was activated, preventing geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.